Event description:
It was reported that the asymptomatic and non pacemaker dependent patient presented remotely via merlin.net transmission. It was noted that the implantable cardioverter defibrillator reached eri prematurely. The device was explanted and replaced on (B)(6) 2017. Patient was doing well after the procedure and during in clinic follow-up on (B)(6) 2017.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.